Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transcarotid transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, there was +1cc added to the atrion, upon inflation of the 26mm commander delivery system (ds) balloon, during valve deployment, the balloon ruptured. The decision was made to bring the 14f esheath+ and ds out as a unit, so a second sheath and ds were prepped and the atrion was filled with nominal volume. When the sheath was removed it was noticed there was damage observed at the distal end of the sheath, the distal tip was split. The initial sheath and ds were removed from the patient and the second sheath and was inserted followed by the second ds. The valve was then post dilated. The carotid artery needed surgical repair, which was successfully completed by the surgeon. The perceived root cause of the balloon rupture was stj calcium. The second sheath and ds were then removed. The valve was successfully implanted, and the patient is in stable condition.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and showed the presence of calcification in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed through the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over inflation) likely contributed to the event as calcification was present in the landing zone and it was reported that ''there was +1cc added to the atrion, upon inflation of the 26mm commander delivery system (ds) balloon.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The complaint for difficulty to withdraw system through sheath was confirmed based on the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the complaint device had a burst balloon and the balloon wing tips appeared to have flared out. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the 'distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.